Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath in the right common femoral artery). The pt is reported to have had a large belly. Immediately following hemostasis, the pt complained of dizziness, nausea, hypotension, belly pain, and other symptoms associated with a retroperitoneal bleed (reopro was discontinued). The retroperitoneal bleed was confirmed by CT scan. Hct and hgb tests were ordered. The pt stabilized with a normal blood pressure and heart rate, and reported feeling much better. The event was resolved.